Event description:
It was reported that this inflatable penile prosthesis was removed as it did not work. Upon explant, fluid loss was noted at the pump tubing. The original reservoir was drained and retained. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.